Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with an acute st elevation myocardial infarction (stemi) and had a history of pre-existing coronary stent implants. This procedure was to treat the target lesion in the mildly tortuous, mildly calcified, distal left anterior descending coronary artery. During the procedure, there was resistance during advancement of the sion guide wire, before reaching the lesion, due to the pre-existing stents and thrombus. The sion did not reach the lesion. During removal of the sion guide wire, resistance was met; the sion tip was stuck on a pre-existing stent and the tip of the sion wire separated. Attempts were made to remove the separated tip without success. A balance middle-weight guide wire was inserted and balloon dilatation was performed. There was no stent damage noted from the sion wire. The patient was airlifted to another hospital where the separated tip was removed with a rotablader. The patient is reported to be doing very well. No additional information was provided.